Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that ight ventricular (rv) lead exhibited high out of range shock impedance (the distal coil impedance is 132 ohms the svc coil is 150 ohms. Lead remains in service. No adverse patient effects.